Manufacturer narrative:
The subject device was evaluated. Device evaluation noted the customer reported issue of "forceps raising lever air leak" was not reproduced, however, deformation of the forceps lever was observed. Service repair noted that due to deformation, watertightness was not maintained. Furthermore, inspection found the adhesive of the lightning lens observed to be peeled off. Illumination lens found chipping due to external factors (tip collision). The play of the angle knob found out of the normal state due to the elongation of the angle wire. The bending angle found to be insufficient due to the elongation of the angle wire. The curved rubber bond cracked due to external factors. In addition, the following defects were identified during device inspection: scratches on the insertion tube due to external factors observed. Scratches found on the operation part due to external factors. Scratches found on the tip cover due to external factors. Scratches found on the switch box due to external factors. Scratches found on the grip due to external factors. Universal cord universal cord part crack, damage, deformation noted. Scratches found on the right/left r/l knob due to external factors were observed. Scratches found on the universal cord due to external factors were observed. Scratches on the operation unit cover due to external factors were observed. Scratches on the up/down (u/d knob and ud angle fixing lever) due to external factors were observed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request reported with an issue of "forceps raising lever air leak" found during an unknown event. No harm, no patient injury, no user injury reported due to event. Device evaluation found the adhesive part of the lightning lens has come off (peeled off). This report is being submitted for peeled adhesive part of the lightning lens (there is a gap in the glued end, dirt has entered the lens through the gap).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the light guide lens glue was peeled off and there was a gap in the distal end glue, or stain entered inside the lens through the gap (the device with a forceps elevator).was caused by stress of repeated use, external factors, or handling. The root cause cold not be identified. Olympus will continue to monitor field performance for this device.